Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a tone from their cardiac resynchronization therapy defibrillator (crt-d) around nine in the morning every day. The following physician confirmed that the alert was due to high right atrial (ra) lead impedance and threshold. The clinician noted the ra lead needs to be replaced and they will discuss with the patient at their next scheduled follow-up visit. The ra lead remains in use. No patient complications have been reported as a result of this event.